Event description:
It was reported that a manufacturer representative was assisting the patient with charging their new recharger and successfully connected the system, which displayed "low" on the programmer. The patient subsequently reported seeing a por message, but the representative was not present with the patient and lacked additional information about the nature of the por. The representative also noted that the patient's mental status is "not 100%." Technical support services reviewed possible causes for the por message, and the representative plans to call the patient to determine the cause. Additional information was received from the manufacturer representative that the cause of the por message remains unknown. As an intervention, the facility staff was trained on proper charger technique. The rep confirmed that the dbs system is working as expected. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.